Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The past 3-4 days prior to the report on the patient's right side of the arm "she normally felt relief the sensation she normally got diminished and went away and came back at a strong and overwhelming sensation." It was stated that the patient didn't expect it. "It came out of the blue and didn't feel the stimulation and then came back strong." One day prior to the report, it was doing this more and more. She wasn't getting relief on the right arm. She could increase stimulation because she didn't feel stimulation however in doing so she got shocked more. If she turned her head a certain way this could happen but she hadn't figured out if it was positional. This lasted a couple of minutes and just went away, it decreased on its own. The patient was scared because she didn't want another problem to happen. She felt shocking sensation on her cervical area down the right arm. The stimulation had been perfect but at the time of the report this was happening. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.